Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was received. An attempt to flush the catheter was made; however, the catheter did not flush. After multiple attempts, the occlusion could not be cleared, but no leakage was detected. Based on the returned device evaluation, the complaint could not be confirmed since no leakage was detected. The occlusion observed may be a result of dried blood/body fluids/infusates that were left in the catheter before return to argon. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak and flow tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. At this time, no product has been received for evaluation, so the complaint could not be confirmed. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak and flow tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
When assessing PICC catheter performed at 14 hours, flush of 1.0 ml permeable, but curative with moisture, performed exchange, used tegaderm, at 18 hours reevaluated presenting significant moisture (wet), skin being macerated. Nurse evaluates, and perceives oval disc with leakage, talked to pediatrician after removed catheter with 19 cm intact.